Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "te did not expand during the first additional injection, and there was a suspicion of damage".

Event description:
Healthcare professional reported right side "did not expand during the first additional injection, and there was a suspicion of damage". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, opening in the radius side assessed as surgical damage. No additional observation."

Event description:
Healthcare professional reported right side "did not expand during the first additional injection, and there was a suspicion of damage". Device has been explanted and replaced.